Event description:
Procedure: urologynecological. According to the reporter: the patient's attorney alleged a deficiency against the device. Product was used for therapeutic treatment. Pelvitex polypropylene mesh was reported to be used/implanted during the same procedure. Additional information has been requested, but not yet received. Associated mdrs: 1018233-2012-0140, 1018233/2012/01844, 1018233/2012/01847, and 1018233/2012/01843.

Manufacturer narrative:
(B)(4).